Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their patient activator (pa), for their implanted loop recorder, was not working. The lights on the patient activator would not light up. The implanted device is still in use. There were no patient complications reported as a result of this event.